Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform bts test as the sensor is beyond its expiration/event date.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 155 mg/dl and sensor glucose was 77 mg/dl at the time of the event, the difference is outside the acceptable range. Customer¿s other blood glucose levels were 190 mg/dl, 170 mg/dl, 150 mg/dl, 152 mg/dl. Suspend on low limit in sensor settings was at 90 mg/dl. No harm requiring medical intervention was reported. The sensor will be returned for analysis.